Manufacturer narrative:
The subject device is not being returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to the olympus technical assistance center (tac) that a cleaning brush was found to be left in the channel of the subject device. The cleaning brush then came out from the channel of the scope into a patient during an unspecified procedure. The customer stated there was no injury to the patient or to the scope. The customer wanted to know if there was a procedure to check for this type of issue before using the device. The tac representative referred the customer to the device's instructions for use, under "inspection of the instrument channel", which states, "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Three more attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a part of the cleaning brush that was used for reprocessing after the previous clinical use remained in the channel. However, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.